Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event on (B)(6) 2014. The reporter stated that the patient had a blood glucose level of 420 mg/dl with symptoms of atypical thirst, excess urination, and nausea. The reporter stated that there was an issue with the storage or quality of the insulin used by the patient. The reporter reviewed the device¿s settings with a customer technical support representative and found no issues. A review of the device¿s history showed that the basal delivery totals matched the expected total daily dose of insulin. This complaint is being reported because the patient allegedly experienced a hyperglycemic event while on pump therapy that was associated with an insulin issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: due to continuous use of the pump, the black box data and histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report and is not expected to be returned. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.